Event description:
The patient had an internal defibrillator implanted in the spring. The implanted right ventricular lead fractured and required operative intervention seven months later for replacement. The patient did well.